Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation, with programming options explored but they all presented the same issue. The lead was explanted and no new lead was implanted. No additional adverse patient effects were reported.